Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report: 1627487-2017-03765. It was reported the patient was experiencing pain at the scs lead site. The patient stated the lead site on both sides of her forehead was sore. Follow up identified surgical intervention was taken, during the procedure it was found the patient's two supraorbital (off-label) placement leads were eroding through the patient's skin. The physician cut the distal part of the leads and partially removed the leads.